Event description:
It was reported that the patient presented for a scheduled procedure due to high capture thresholds on the left ventricular lead. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.